Event description:
It has been reported to philips that the system would not fully boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up. Upon troubleshooting, fse found that the pc came to a halt and failed error in flex vision pc. The defective flex vision pc was returned to philips for analysis and the found that the failure was due to the defective power supply. To resolve this issue, fse installed and loaded the software to the new pc; reconfigured the flex vision pc and calibrated the bodyguard error. After that the system was returned to use in good working order. The codes were updated based on investigation outcome. Device problem codes were corrected.